Event description:
It was reported that the patient's blood glucose level (bg) rose to 300 mg/dl while wearing the pod for ana unspecified amount of time. The pod was reportedly not sticking well to the infusion site (arm), causing the cannula to dislodge. The patient also reported that the adhesive issues occur during volleyball training, which would cause them to sweat a lot. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.